Event description:
In 2007 the dr performed a hamstring procedure, using 2 calaxo screws. At 6 weeks, the patient presented a discharge at the scar level. The surgeon performed a surgical washing. Then at 2 weeks, discharge appeared again and he performed another wash. The calaxo screws were not removed.

Manufacturer narrative:
Product recall initiated.